Event description:
Litigation demand letter alleges high ion levels; on (B)(6), 2011, blood tests revealed an elevated chromium level of 1.6 ppb and elevated cobalt level of 2.0.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
MFR# rejected as a duplicate of this product: 1818910-2013-00251.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 6/20/16 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision operative note reports squeaking, and metal-laden membrane. The report also stated that the patient was having no pain or discomfort and metal ion levels were "not that" elevated. There is no new additional information that would affect the existing MDR investigation.